Event description:
Patient was aware of a sudden click - both a hearing and a feeling impression. After this, she no longer had any further hearing impressions. Testing confirmed that the device had malfunctioned. The patient reported not feeling any pain around the implant whilst it was stimulated.

Manufacturer narrative:
Conclusion: it was determined that the primary failure mode of this device was due to humidity ingress into the housing through micro-leakage. This is a final report.